Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. Review of the submitted log files confirmed intermittent low flow alarms; however, a specific cause for this finding could not be conclusively determined. The patient expired on (B)(6) 2023 due to unknown reasons. Cardiac arrest was suspected, but the cause of death was not conclusively determined. The submitted log files were reviewed and found that the pump operated at the stored patient speed without issue. Intermittent low flow alarms were captured on (B)(6) 2023. Elevated pulsatility index (pi) values were noted during the low flow events. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The driveline was reportedly disconnected after the patient was pronounced dead. It was reported that heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation as no autopsy was performed. The patient¿s outcome was not considered to be device related, and it was reported that the device operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU provides an explanation of pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient coded and passed away for unknown reasons, suspected cardiac arrest. Log files were submitted, and the review displayed low flow events through most of the log file history, 28nov2023 18:01:27 - 29nov2023 8:42:22. The trended periodic log file data appeared to show a gradual increase in the recorded pulsatility index (pi) values from ~ 29nov2023. Motor speed was maintained throughout this history until the driveline was disconnected at 28nov2023 19:05:32. The death was not considered to be device related.